Event description:
It was reported that during a cardiac resynchronization therapy pacemaker (crtp) procedure, the balance middle weight (bmw) guide wire could not be retracted from the lead which was in place. The lead and the wire were removed without issue and replaced with a non-abbott guide wire and the procedure continued. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The UDI number is unknown as the catalog number and lot number were not provided. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. It was reported that during a cardiac resynchronization therapy pacemaker (crtp) procedure, the balance middle weight (bmw) guide wire could not be retracted from the lead which was in place. It should be noted that the hi-torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is undetermined if the deviation of the IFU caused/contributed to the reported difficult to remove. It is possible that interactions with the lead/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided. D9/h3: device return status updated to no.